Event description:
Report received of an underdelivery of normal saline. The nurse reported that she had programmed channel a of the pump to deliver a vtbi (volume to be infused) of 1000ml of normal saline at a rate of 999ml/hr. Reportedly, the pump had audibly alarmed for infusion complete, but the nurse noted that there was still 300ml left in the solution bag. The pump was taken out of clinical service and the infusion was resumed via gravity. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional info was provided.